Event description:
It was reported that during the procedure, the nurse noticed a hole on the warmer side of the drape. It appeared that the drape had been pulled and stretched. No patient injuries, infections, or complications were reported.